Event description:
A malfunction was reported with a code displayed as "malf 0," but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump; however, the malfunction recurred. As a result, it was decided that the pump would be replaced. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery, and they were guided on how to return the faulty pump. The customer understood the instructions and the address for shipping was confirmed.